Event description:
Pt implanted with lcp distal radius plate and screws in 2004. Pt presented to hospital in (B)(4) 2010 and plate and one of the screws were noted to be broken. This is the 1st of 2 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion an be drawn as no device was returned. Review of the mfg records has been requested.